Event description:
Report received of unintended overdelivery of morphine. The pt was to receive morphine for pain control after surgery. The customer fills 60cc syringes with 45cc of morphine, 1 mg/ml. The filter extension set was connected to an apm ii pca set and primed with the morphine. The nurse then primed the primary infusion set with lactated ringers and connected it to the pigtail of the pca set. The primary infusion set was begun at a rate of 80-100cc/hr. The nurse intentionally gave the pt a 2 mg bolus of morphine via the apm ii pump. The pt received a bolus of morphine equivalent to the amount of drug in the setup distal to the pigtail, in addition to the 2mg bolus intentionally given. The pt's blood pressure dropped from 160 systolic to 60 systolic. Ephedrine 10 mg was given. The bp "came back up" and the pt subsequently "did fine". The pump setup was removed from the pt. No additional info was available.